Manufacturer narrative:
(B)(4). It was reported that the catheter would not be returned for evaluation since it was discarded by the customer.

Event description:
It was reported that during the procedure, while mapping in the left auricle, high impedance was observed and then pericardial effusion occurred. The pericardial effusion was mild. Drainage was performed and the patient's condition improved. The patient was in stable condition. The prognosis for the patient was satisfactory. Per physician's comment, this event was not related to the product, rather it might be caused by handling the catheter. The event was regarded as possibly procedure related.